Manufacturer narrative:
Continuation of medical devices: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 06-aug-2016, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a patient receiving fentanyl (10,000 mcg/ml, 1,220 mcg/day) via an implantable pump for spinal pain. The patient was in a wheel chair prior to the pump implant. Beginning in (B)(6) 2018, the patient got sick. The patient thought they were going through withdrawal, not thinking properly, headaches, acting irrational and pain (husband would carry patient to take a bath and the pain was so bad). The patient stated it took them 6 weeks until they went to the hospital. At the time of the call, the patient was hospitalized with viral meningitis. The patient noted they had to drive 2.5 hours because they could not get help form their doctor. The patient reported they had an appointment scheduled in (B)(6), but their hcp cancelled the appointment and rescheduled it for (B)(6). The patient noted their hcp has turned them away twice and "did no tests". The patient reported that the hcp told their husband and mother that the patient's pain was "all mental" and that "90% of her pain was in her head". The patient was told that she needed to see a psychiatrist and their hcp would not admit her. The patient went back to the hospital the next day and "they asked if she was suicidal". The patient stated, "who hasn¿t thought of it" and then "things got crazy". The patient stated their "head was filled with fluid and poisoned and she wasn't thinking". The patient stated they ran a series of magnetic resonance imaging (MRI), computed tomography (CT) scans, and blood tests. The hcp ordered a spinal tap "at the last minute" and "they found [viral meningitis] in the spinal tap". The patient indicated the hcps are "considering doing nothing and letting her go". The hospital would release the patient or have them go through out patient care. The patient stated they had an appointment with another hcp on (B)(6) 2018, if they were out of the hospital by this time. The patient then reported they were told by a doctor to get a hold of a rep because the pump needed to come out. The patient then stated that the concentration of the drug they were on would "have to take her down or put her in induced coma". The patient reported they had herpes while they were sick and "she thinks it caused all this". It was noted that the hcp used pentec and anything that had to do with the pump, 'he sends out'. On (B)(6) 2018, the patient called back and repeated the event regarding their meningitis infection. The patient stated an hcp told them that "any kind of infection like that¿..that pain pump is already infected". The patient indicted they were concerned that they would be released from the hospital with an infection still present and that they would get sick because there was "something in her pump". The patient was to follow up with their managing hcp.

Manufacturer narrative:
Additional review determined that the previously reported information pertaining to manufacturer's report # 2182207-2021-01608 [infection] was previously reported. Additional information regarding that event will now be reported under manufacturing report number 3004209178-2018-18575 [meningitis, pain]. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicated that during a refill appointment the nurse could not find the port and stuck the needle in 6 times and eventually found the port. It was reported that the device was explanted.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2014, explanted: product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.